Event description:
Narrative from staff: surgeon fired sureform 45 stapler across the pulmonary artery and the stapler misfired. It appears that it partially stapled but did not cut through the artery. There was no bleeding. Another new stapler was opened. Narrative from operative report: the robotic stapler unfortunately did not cut, and I had to place two large hemoclips on both sides of the staple line and then divide this with the scissors without incident.